Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Reportedly, the customer was using admelog insulin within the pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer consumed carbohydrates and updated personal profile settings to address bg. Bg was treated with intravenous saline and insulin. Customer was released from the ER 6 hours later with the issue resolved and no permanent damage.